Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit did not function and the trigger was blocked, jammed and moved heavily on the battery oscillator device. It was further determined that the device failed pretest for trigger test, functional test, check oscillation frequency. Min 10800 - 14200 osc/min and mode switch-test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was included in error that the root cause was due to device maintenance in the initial report. The root causes were determined to be due to normal wear from use and servicing over time and undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.